Manufacturer narrative:
Additional information was received provides further event details including pericardial effusion, bleeding [with no transfusion] and device repositioning; device remains in use). Based on this new information, clinical assessment was completed and documented in section b5 (event description). Following the clinical assessment, the reportable event classification was revised to serious. As a result, sections b1 (adverse event/product problem), b2 (outcomes attributed), and h1 (type of reportable event) were updated. Additionally, complaint coding has been revised to reflect the reported event updated details. As a result, the h6 health effect ¿ clinical/impact and medical device problem coding has been fully updated and should be considered the representation of the reported event.

Event description:
An impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 50-year-old male patient with a past medical history of a prior coronary artery disease (cad), presenting in scai stage d shock, on an intra-aortic balloon pump (iabp), prior to initiation of support. The impella was inserted for ventricular support during a cardiothoracic (CT) surgery. While the patient was in the intensive care unit (ICU), there was blood in the anti-contamination sleeve after repositioning. In addition, a pericardial effusion was noted on echocardiogram. The patient was taken to the operating room (or) for a pericardial drain and repositioning of pump. The pump was pulled back and angled away from the mitral valve, measuring 5.1cm. No perforation was noted on transesophageal echocardiogram (tee). Approximately 300mls serosanguineous drainage noted. No blood products were given. It was noted that cardiopulmonary resuscitation (CPR) was performed on the patient three days prior to the effusion. The post-procedure outcome is unknown. The impella functioned at p-7 at 4.1l/min as intended. Pericardial effusion is a potential adverse event and critical complication of CPR due to the traumatic chest compressions which may tear the pericardium allowing fluid to drain.

Manufacturer narrative:
B5: added additional information

Event description:
The pump was retracted and, while away from the mitral valve, close to the anterolateral wall. During repositioning they retracted and attempted to flip the impella some. The blood in the sleeve was less than 3ccs.

Event description:
Clinical narrative (updated): an impella 5.5 device was inserted surgically into the right axillary artery in a 50-year-old male patient for pre-operative placement, with a history of diabetes mellitus, presenting in scai stage d shock, and on an intra-aortic balloon pump (iabp) prior to initiation of support. While in the intensive care unit (ICU), blood was noted in the anti-contamination sleeve after repositioning. In addition, a pericardial effusion was observed on echocardiogram. The patient was taken to the operating room (or) for pericardial drain placement and repositioning of the pump. The pump was pulled back and angled away from the mitral valve, measuring 5.1 cm. No perforation was noted on transesophageal echocardiogram (tee). Approximately 300 ml of serosanguineous drainage was noted. No blood products were given. It was noted that cardiopulmonary resuscitation (CPR) had been performed three days prior to the effusion. Placement signal low and suction alarms were noted. Aops reading was 27/11. Point-of-care ultrasound (pocus) was completed, and position was deemed adequate. Attempts to reposition to resolve alarms were unsuccessful, so suction and placement monitoring were disabled. The impella functioned at p-7 at 4.1 l/min as intended, and the patient remained on support. Pericardial effusion is a potential adverse event and critical complication of CPR due to traumatic chest compressions, which may tear the pericardium and allow fluid to accumulate.

Manufacturer narrative:
B5 clinical narrative updated and h6. Section d4 serial number was corrected.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 via right surgical axillary/subclavian artery for mechanical circulatory support. Blood in anti-contamination sleeve after repositioning the impella 5.5 in the intensive care unit was reported. Positioning issues occurred prior to damage. No patient harm was noted.

Manufacturer narrative:
Section d4 primary UDI number has been updated.